Event description:
The MFR received info alleging a pt's blood oxygen level decreased after a bipap vision emitted a noise. The pt was placed on a mechanical ventilator following the event and expired two days later.

Manufacturer narrative:
The reporting facility evaluated the bipap vision and found the oxygen bowl and filter that attach to the device's oxygen module were disconnected. The complaint of the bipap emitting a noise appears to have been oxygen leaking from the device's 50 psi oxygen connection. The oxygen bowl and filter were reattached to correct the problem. The oxygen bowl and filter are threaded into the oxygen module and sealed with a gasket. The reporting facility confirmed the components were not properly connected to the device's oxygen module at the time of the event. The device was tested by the reporting facility and was found to operate and alarm as designed. The reporting facility indicated the device did not malfunction and will not be returned to the MFR for further eval.